Event description:
It was reported that the patient underwent a total shoulder arthroplasty in 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to an unknown reason.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.